Event description:
Hole pre-drilled. Tap introduced into hole over guide. As tap approached end of pre-drilled hole under direct visualization with image, end of tap broke off. Multiple attempts to retrieve unsuccessful.